Manufacturer narrative:
Additional, corrected, and/or changed data: b2, b3, b5, c1, c3, d1, d4, h4, h6, h8. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional later reported dizziness started same day of injection and the next day vision disturbance began and patient went the the ER. Patient was treated with hylenex, recombinant. Symptoms have resolved.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of blurred vision, deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported a patient was injected with 1 syringe of juvéderm voluma® xc split between 0.3 cc/cheeks/midface and .2cc marionette lines. Patient was additionally being treated for a lower bleph 8 months ago and co2 laser (healed), and with 30 u botox®. The patient had no issue upon leaving but woke up early the next day with dizziness and non-device related blurred vision bilateral. The patient had stroke protocol at their local ER. The patient went back home to sleep and woke up later that morning still feeling dizzy and blurred vision. The patient called the provider and was sent to the ophthalmologist with no findings. The hcp stated that they felt it was a separate underlying issue, but their recommendations were sound, and that the pathology is unlikely due to aesthetic treatment.